Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported pc app displayed the message cannot connect to generator. The generator is not responding. During the procedure in may ipg was not placed in surgery mode and only the therapy was turned off. Company manufacturer met with patient and were unable to reconnect. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.